Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low ca2 calcium gen. 2 results for two patient samples. Patient 1 initial result was 1.71 mmol/l and the repeat result was 2.28 mmol/l. Patient 2 initial result was 1.67 mmol/l and the repeat result was 2.2 mmol /l. The erroneous results were reported outside of the laboratory and were questioned by the physician. There was no allegation of an adverse event. The reagent lot number was 277986 with an expiration date of 30-nov-2018. All calibration and quality controls was acceptable. The probe was replaced which appeared to have resolved the issue. The tubing for the probe was found to be misadjusted and was porous.